Event description:
It was reported that the 5.5x40 mm supera self expanding stent system (sess) was difficult to advance and retract on the unspecified 0.018 guide wire while outside the anatomy [the guide wire was in the anatomy at the time]. The tip of the supera sess separated when it was attempted to be removed from the guide wire with force. A supera sess which was longer than desired was used to complete the procedure, and it was placed successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance and the reported difficult to remove; cannot be determined. Interaction/manipulation of the device ultimately resulted in the reported tip material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.